Event description:
Knee swelling, joint effusion. Info was received on dec. 2003 from a nurse regarding a pt with a history of osteoarthritis and fluid accumulation in the knees. The pt received an injection of synvisc to the left knee in 2003. Fluid was removed from the knee prior to the injection. Several days after the injection, the pt experienced increased fluid accumulation and swelling. At the time of this report, the pt's clinical outcome is unk. Follow-up info was received in jan - 2004 from the pt's physician. The physician reported that the pt received an injection of synvisc in 2003. Synovial fluid was collected and sent to the lab for culture and sensitivity, cell count, and crystal analysis. After the injection, the pt experienced joint effusion, and was treated with an intra-articular steroid injection (date unk). At the time of this report, the pt has recovered.